Event description:
It was reported that the ventilator's humidifier holder was damaged. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information the humidifier holder was defective. The reported issue was confirmed in provided photos. The humidifier holder is intended for an active humidifier with or without a water bag, and the humidifier holder is specified and verified for a total load of 120 n (12 kg). The cause of the claimed issue in this customer product complaint has been determined. The issue was related to design. New design of humidifier holder implemented in december 2018 is not robust enough and new design needs to be implemented.